Event description:
Patient was revised to address patellar pain (left side).

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation could not draw any conclusions about the reported pain based on the provided information. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the complaint will be re-opened.